Event description:
Lead was explanted and returned due to death. The report of death is being captured under manufacturer report number 1644487-2025-11018. Product analysis for the lead was preformed and reviewed. From the analysis, fracture of lead and abraded insulation was seen. Review of generator data showed that the generator and lead functioned as intended during the implant duration. No other relevant information has been received to date.